Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of the event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving higher readings when scanning the adc freestyle libre sensor compared to the built-in and a competitor meter. The following is the comparison provided by the customer: sensor scan result of 168 mg/dl compared to 110 mg/dl from the built-in meter and 112 mg/dl on a competitor meter. The customer reported experiencing a medical event a couple of months prior to contacting adc. The customer indicated he had taken more insulin than he needed t based on the sensor readings and therefore became hypoglycemic. The customer reported he was taken to the hospital where he was treated with insulin (dose unknown) and diagnosed with hypoglycemia. Please note that the hcp treatment of insulin is inconsistent with the diagnosis of hypoglycemia. Multiple attempts have been made to clarify the treatment reported by the customer, but the customer has not been able to be reached. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported receiving higher readings when scanning the adc freestyle libre sensor compared to the built-in and a competitor meter. The following is the comparison provided by the customer: sensor scan result of 168 mg/dl compared to 110 mg/dl from the built-in meter and 112 mg/dl on a competitor meter. The customer reported experiencing a medical event a couple of months prior to contacting adc. The customer indicated he had taken more insulin than he needed t based on the sensor readings and therefore became hypoglycemic. The customer reported he was taken to the hospital where he was treated with insulin (dose unknown) and diagnosed with hypoglycemia. Please note that the hcp treatment of insulin is inconsistent with the diagnosis of hypoglycemia. Multiple attempts have been made to clarify the treatment reported by the customer, but the customer has not been able to be reached. There was no report of death or permanent injury associated with this event.